Event description:
It was reported the doctor tried to retrieve the device 3 months after it was implanted, but was unsuccessful. A CT and cavagram revealed that the apex was tilted into the caval wall and not all of the legs were touching the wall of the cava. No injury to the pt reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number is unknown. The catalog number is unknown and it was reported only as a g2 filter, therefore, the 510(k) number is reported as k052578. The result of the investigation was inconclusive as no sample was returned for evaluation. It is unknown if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.